Event description:
The hospital reported inability to charge the back-up battery. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Power controller board was recommended for replacement to resolve the issue. No report of patient involvement. Legal manufacturer: (B)(6).